Manufacturer narrative:
Bayer case number:(B)(4). Pelvic pain / chronic pain [pelvic pain female]. Groin pain [groin pain]. Cervical intraepithelial neoplasia grade 2 (cin 2) lesion [cervical intraepithelial neoplasia ii]. Dizziness [dizziness]. Loss of balance [loss of balance]. Memory problems [memory disturbance]. Brain fog [brain fog]. Numbness [numbness]. Tingling [tingling] . Joint and muscle pain in the back, neck, hip, shoulder, hands, ankle [arthromyalgia]. Morning stiffness [early morning stiffness] . Headaches [headache] . Dry eyes [dry eyes] . Hair loss [hair loss]. Shortness of breath [shortness of breath]. Chronic coughing [chronic cough]. Nasal congestion [nasal congestion]. Ear pain [ear pain] . Nose pain [nasal pain]. Throat pain [throat pain]. Frequent ent infection [ear, nose and throat infection]. Abdominal pain [abdominal pain]. Bloating [bloating]. Heartburn [heartburn]. Acid reflux [acid reflux (oesophageal)]. Nausea [nausea]. Vomiting [vomiting]. Weight gain [weight gain]. Incontinence [incontinence]. Irritability [irritability]. Mood swings [mood swings] . Loss of interest [loss of interest]. Tiredness [tiredness] . Depression [depression]. Case narrative: the below report was received by health authority ansm (reference number(B)(4) on 19-nov-2025. The most recent information was received on 25-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain / chronic pain") in a 37-year-old female patient who, had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On(B)(6) 2013, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion medically important), groin pain ("groin pain"), cervical dysplasia ("cervical intraepithelial neoplasia grade 2 (cin 2) lesion"), dizziness ("dizziness"), balance disorder ("loss of balance"), memory impairment ("memory problems"), brain fog ("brain fog"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), arthralgia ("joint and muscle pain in the back, neck, hip, shoulder, hands, ankle"), musculoskeletal stiffness ("morning stiffness"), headache ("headaches"), dry eye ("dry eyes"), alopecia ("hair loss"), dyspnoea ("shortness of breath"), cough ("chronic coughing"), nasal congestion ("nasal congestion"), ear pain ("ear pain"), rhinalgia ("nose pain"), oropharyngeal pain ("throat pain"), ear, nose and throat infection ("frequent ent infection"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), dyspepsia ("heartburn"), gastrooesophageal reflux disease ("acid reflux"), nausea ("nausea"), vomiting ("vomiting"), incontinence ("incontinence"), irritability ("irritability"), mood swings ("mood swings"), decreased interest ("loss of interest"), fatigue ("tiredness") and depression ("depression") and was found to have weight increased ("weight gain"). At the time of the report, the ear, nose and throat infection, irritability, mood swings, decreased interest, fatigue and depression had not resolved. The outcomes for pelvic pain, groin pain, cervical dysplasia, dizziness, balance disorder, memory impairment, brain fog, hypoaesthesia, paraesthesia, arthralgia, musculoskeletal stiffness, headache, dry eye, alopecia, dyspnoea, cough, nasal congestion, ear pain, rhinalgia, oropharyngeal pain, abdominal pain, abdominal distension, dyspepsia, gastrooesophageal reflux disease, nausea, vomiting, weight increased and incontinence were unknown. No causality assessment was received for essure with regard to pelvic pain, groin pain, cervical dysplasia, dizziness, balance disorder, memory impairment, brain fog, hypoaesthesia, paraesthesia, arthralgia, musculoskeletal stiffness, headache, dry eye, alopecia, dyspnoea, cough, nasal congestion, ear pain, rhinalgia, oropharyngeal pain, ear, nose and throat infection, abdominal pain, abdominal distension, dyspepsia, gastrooesophageal reflux disease, nausea, vomiting, weight increased, incontinence, irritability, mood swings, decreased interest, fatigue or depression. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-nov-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) pelvic pain / chronic pain [pelvic pain female], groin pain [groin pain] , cervical intraepithelial neoplasia grade 2 (cin 2) lesion [cervical intraepithelial neoplasia ii] , dizziness [dizziness] , loss of balance [loss of balance] , memory problems [memory disturbance] , brain fog [brain fog] , numbness [numbness] , tingling [tingling] , joint and muscle pain in the back, neck, hip, shoulder, hands, ankle [arthromyalgia], morning stiffness [early morning stiffness], headaches [headache], dry eyes [dry eyes] , hair loss [hair loss] , shortness of breath [shortness of breath] , chronic coughing [chronic cough], nasal congestion [nasal congestion] , ear pain [ear pain] , nose pain [nasal pain] , throat pain [throat pain] , frequent ent infection [ear, nose and throat infection] , abdominal pain [abdominal pain] , bloating [bloating] , heartburn [heartburn] , acid reflux [acid reflux (oesophageal)] , nausea [nausea] , vomiting [vomiting] , weight gain [weight gain] , incontinence [incontinence] , irritability [irritability] , mood swings [mood swings] , loss of interest [loss of interest] , tiredness [tiredness] , depression [depression] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 19-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain / chronic pain") in a 37-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion medically important), groin pain ("groin pain"), cervical dysplasia ("cervical intraepithelial neoplasia grade 2 (cin 2) lesion"), dizziness ("dizziness"), balance disorder ("loss of balance"), memory impairment ("memory problems"), brain fog ("brain fog"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), arthralgia ("joint and muscle pain in the back, neck, hip, shoulder, hands, ankle"), musculoskeletal stiffness ("morning stiffness"), headache ("headaches"), dry eye ("dry eyes"), alopecia ("hair loss"), dyspnoea ("shortness of breath"), cough ("chronic coughing"), nasal congestion ("nasal congestion"), ear pain ("ear pain"), rhinalgia ("nose pain"), oropharyngeal pain ("throat pain"), ear, nose and throat infection ("frequent ent infection"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), dyspepsia ("heartburn"), gastrooesophageal reflux disease ("acid reflux"), nausea ("nausea"), vomiting ("vomiting"), incontinence ("incontinence"), irritability ("irritability"), mood swings ("mood swings"), decreased interest ("loss of interest"), fatigue ("tiredness") and depression ("depression") and was found to have weight increased ("weight gain"). At the time of the report, the ear, nose and throat infection, irritability, mood swings, decreased interest, fatigue and depression had not resolved. The outcomes for pelvic pain, groin pain, cervical dysplasia, dizziness, balance disorder, memory impairment, brain fog, hypoaesthesia, paraesthesia, arthralgia, musculoskeletal stiffness, headache, dry eye, alopecia, dyspnoea, cough, nasal congestion, ear pain, rhinalgia, oropharyngeal pain, abdominal pain, abdominal distension, dyspepsia, gastrooesophageal reflux disease, nausea, vomiting, weight increased and incontinence were unknown. No causality assessment was received for essure with regard to pelvic pain, groin pain, cervical dysplasia, dizziness, balance disorder, memory impairment, brain fog, hypoaesthesia, paraesthesia, arthralgia, musculoskeletal stiffness, headache, dry eye, alopecia, dyspnoea, cough, nasal congestion, ear pain, rhinalgia, oropharyngeal pain, ear, nose and throat infection, abdominal pain, abdominal distension, dyspepsia, gastrooesophageal reflux disease, nausea, vomiting, weight increased, incontinence, irritability, mood swings, decreased interest, fatigue or depression. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.